Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse test failure) has been confirmed. As received, the monitor reset during incoming functional testing, specifically detect and treat . The cause for the test failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective q10 transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.